Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the band appeared slightly distorted in a widened state. Green and white multifilament sutures remained attached to the cloth covering. Glistening off-white pannus remained attached to the inflow and outflow aspects of the band. Pannus appeared to have been removed during explant. Radiography showed a fracture at the midpoint of the band. The device subsequently was submitted for optical inspection and fractographic analysis using digital optical microscopy and scanning electron microscopy (sem). There was no damage observed to the device¿s outer polyester fabric sewing ring. The silicone overmold revealed a single perforation near the fracture location, but was otherwise intact. After removal of the overmold, the wire stiffener was confirmed to possess a single fracture close to the device¿s center of curvature. Following the digital optical inspection, each fracture face of the device was imaged using a sem. The fractographic analysis indicated that the device fracture occurred as a result of cyclic tensile (fatigue) loading. Although the exact time of the fracture is not known, 58.4 months of in vivo operation equates with approximately 179 million cycles (assuming a heart rate of 70 beats/minute). Convergent crack fronts initiated at two locations, with the second initiation site occurring as a result of the changing loading conditions of the wire cross-section that resulted from the propagation of the first initiation site. Typically, the inner diameter surface of this device is in a state of cyclic tension during in vivo operation while the outer diameter surface is in a state of cyclic compression; these assumed loading conditions were consistent with the characteristics of the two observed initiation sites. The material properties subsequently were assessed by reviewing the lot information of the raw materials that were used for the stiffening ring, and reviewing the results of the testing of samples that occurred as part of the delivery of the materials. That review, which included chemical testing to verify the composition of the metal alloy, review of physical dimensions and characteristics, and tensile strength and yield load, showed the lot materials met specifications. In addition, the device history record was reviewed and showed that this finished product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The underlying root cause of this incident was determined to be a change in the device characteristics/performance associated with the observed stiffener wire fracture. Based on the manufacturing records and the returned product analysis, the available information indicates that the wire stiffener of this ring fractured during in vivo operation as a result of in-service fatigue loading during its use. The features observed on this fracture surface are indicative of, and consistent with, a combination of cyclic unidirectional and reversed bend loading under a low nominal stress condition as a result of one or more of the known factors that can contribute to wire fracture including, but not limited to, the material properties, device processing, device handling, implant technique, clinician experience/training, and other conditions that may be unknown, such as patient-related factors.

Event description:
Medtronic received information that this mitral annuloplasty repair device, which had been implanted for more than 58 months, was surgically replaced after the mitral reconstruction was no longer competent. A break in the band was identified via x-ray imaging. It was reported the patient presented with lung edema, grade 4 mitral insufficiency, new york heart association (nyha) class 4 heart failure, ejection fraction of 35%, increased left atrial diameter of 6 centimeters, and atrial fibrillation that required cardioversion. The device was replaced with another manufacturer's annuloplasty ring.

Manufacturer narrative:
The device subsequently was submitted for optical inspection and fractographic analysis using digital optical microscopy and scanning electron microscopy (sem). There was no damage observed to the device¿s outer polyester fabric sewing ring. The silicone overmold revealed a single perforation near the fracture location, but was otherwise intact. After removal of the overmold, the wire stiffener was confirmed to possess a single fracture close to the device¿s center of curvature. Following the digital optical inspection, each fracture face of the device was imaged using a sem. The fractographic analysis indicated that the device fracture occurred as a result of cyclic tensile (fatigue) loading. Although the exact time of the fracture is not known, 58.4 months of in vivo operation equates with approximately 179 million cycles (assuming a heart rate of 70 beats/minute). Convergent crack fronts initiated at two locations: initiation site 1 along the inner diameter of the wire and initiation site 2 along the outer diameter of the wire. Initiation site 1 was the primary origin site, and initiation site 2 was caused by the changing loading conditions of the wire cross-section that resulted from the propagation of initiation site 1. Typically, the inner diameter surface of this device is in a state of cyclic tension during in vivo operation while the outer diameter surface is in a state of cyclic compression; these assumed loading conditions are consistent with initiation site 1 occurring prior to initiation site 2. Additional investigation of the fractographic analysis results is pending. A supplemental report will be filed upon completion of the investigation.

Manufacturer narrative:
The device and x-ray imaging are expected to be available for analysis and investigation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed if additional information or the device and image are received. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the band was slightly distorted in a widened shape. Green and white multifilament sutures remained attached to the cloth covering. Glistening off-white pannus remained attached to the inflow and outflow aspects of the band. Pannus appeared to have been removed during explant. Radiography showed a fracture at the midpoint of the band. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A break in the band was identified via x-ray imaging prior to explant and the fracture was also confirmed through radiography of the returned band. The instructions for use of the cg future device includes ring/band fracture in the potential adverse events section, and lists the following from the warnings section: 1) both undersizing and oversizing can result in ring/bank fracture. 2) do not alter or deform the ring or band to conform to annular anatomy as this could lead to ring/band fracture and possible mitral regurgitation. 3) do not squeeze the ring or band with sharp instruments as this may damage the surface of the stiffener, which may result in ring/band fracture and possible mitral regurgitation. 4) usage of the ring/band in the tricuspid position may result in ring/band fracture. Based on the analysis and available information, a conclusive cause of the fracture could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.